Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The ra lead is expected to be returned. Once the product is received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was noted that the pacing impedance measurements were high out of range when the lead was connected to either the pacing system analyzer (psa) or connected to the device. When the physician attempted to extract the lead, the helix would not retract. Slow rotations were applied while moving the stylet to disperse the torque at the lead bend; however, this was not successful. Other methods were used and eventually the ra lead was able to be extracted. Testing of the lead helix upon removal revealed that it was non-operational. No adverse patient effects were reported.